Event description:
Attorney alleges that the patient was implanted with two bard/davol perfix plug in course of an inguinal hernia repair surgery on (B)(6) 2008. It is alleged that further to the implantation with the product, the patient suffered the development of mesh failure, hernia recurrence, infection and chronic pain. Attorney alleges that the patient underwent a corrective revision surgery on (B)(6) 2010 and also on (B)(6) 2011. Attorney alleges that the patient underwent a corrective revision surgery with bard/davol perfix plug light on (B)(6) 2015. Attorney alleges that the patient underwent a corrective revision surgery on (B)(6) 2016. Attorney alleges that the patient underwent a corrective revision surgery with bard/davol ventralex st on (B)(6) 2017. Attorney alleges that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient suffered permanent injuries including scarring, disfigurement, hernia recurrence, infection and chronic pain. Attorney alleges that the patient had pain, suffering and disability. Attorney alleges that the patient continues to undergo medical care and treatment. Attorney also alleges that the patient sustained personal injury and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, infection and chronic pain. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and infection as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Addendum: h.11: this supplemental emdr has been submitted to report the corrected event description, which was reported incorrectly in the initial MDR. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: b5 (event description). This supplemental emdr represents the bard/davol ventralex st (device #4). Additional supplemental emdrs were submitted to represent the two bard/davol perfix plugs (device #1 & device #2) and the bard/davol perfix plug light (device #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, infection and chronic pain. The instructions-for-use (IFU) supplied with the device lists hernia recurrence and infection as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." This emdr represents the bard/davol ventralex st (device #4). Additional emdrs were submitted to represent the two bard/davol perfix plugs (device #1, device #2) and the bard/davol perfix light plug (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with a bard/davol perfix plug in the course of an inguinal hernia repair surgery on (B)(6) 2008. It is alleged that further to the implantation with the product, the patient suffered the development of mesh failure, hernia recurrence, infection and chronic pain. Attorney alleges that the patient underwent a corrective revision surgery on (B)(6) 2010 and also on (B)(6) 2011. Attorney alleges that the patient underwent a corrective revision surgery with a bard/davol perfix plug on (B)(6) 2015. Attorney alleges that the patient underwent a corrective revision surgery on (B)(6) 2016. Attorney also alleges that the patient was implanted with another bard/davol perfix light plug (date unspecified). Attorney alleges that the patient underwent a corrective revision surgery with a bard/davol ventralex st mesh on (B)(6) 2017. It is alleged that the patient has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges the patient suffered permanent injuries including scarring, disfigurement, suffering and physical disability. It is alleged that the patient continues to undergo medical care and treatment. It is also alleged that the device was defective.